Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt does not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to properly communicate with a monitor. The cause for the failure was isolated to a defective esd700 diode array on the distribution node pca. The root cause for the pulse below the lower limit is unknown as the problem could not be duplicated. The root cause of the defective diode could not be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.